Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The reported device was not returned to (B)(6) for investigation as repairs were carried out locally. According to provided information, the power supply board has been changed that solved the issue (according to provided quality control certificate). Despite several requests for device/parts return, no additional information was provided. From complaint description it seems that the cause of the event could be linked to a defective power supply board but this cannot be confirmed without proper investigation test in (B)(6). However, if we do get information later on we may re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety this complaint is considered as: not investigated the trend is: normal.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: no longer charging. When the wire is plugged into the electrical outlet, the pump enters "plugged in" mode for 1 second, then the icon turns off and it no longer charges. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.